Event description:
It was reported that the patient presented to the emergency department following an inappropriate shock delivery from this subcutaneous implantable cardioverter defibrillator (s-ICD). It was determined that the shock was delivered due to over-sensed noise. The physician subsequently reprogrammed the device and the patient was discharged. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.